Event description:
Additional information was received. A replacement procedure was performed. This device was removed, replaced and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds.the observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) displayed end of life (eol) one month after reaching elective replacement indicator (eri) status. There was concern that this device had reached eol earlier than expected. A replacement procedure will be performed in the near future. Upon replacement, device return for analysis is intended. No adverse patient effects were reported. This device is included in the mid-life display of replacement indicators product advisory.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.